Manufacturer narrative:
Updating device problem code grid. Complaint evaluation: the device was evaluated by the customer with assistance from a philips remote service engineer (rse). The reported issue was confirmed and the cause was traced to a faulty capacitor. Customer resolution and conclusion: based on the conclusion of the investigation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device was failing the defibrillator portion of the operational test. There was no patient involvement.